Event description:
The pt attached single day infusor 2 ml/hr to IV access (central catheter) on 3/11/99. On 3/12/99, approx 24 hours after initiating the infusor, the rn noted that the infusor was still full. The rn discarded the infusor, and a new one was initiated. The pt was instructed to inspect infusor every few hours for proper flow.